Event description:
Received a verbal report of a pt event that occurred during their dialysis treatment. The initial reporter was contacted for additional info and also the treatment sheets. It was learned that this was this pt's first dialysis treatment at this facility. Also of note is the pt had 15.8 kg of extra fluid to remove. This pt had just transferred from another unit. The pt is prescribed the optiflux 106nr but the staff set up a 160nr-e and the pt started her treatment. The pt had dialyzed for about 2 1/2 hours when then pt grabbed her legs. The tech gave the pt fluids and wanted to decrease the amount of fluid removal at that time when the pt "went out" and into respiratory arrest. Initial reporter also stated a cardiac arrest. Ems was called and arrived within 3 mins. Also the staff applied the ade to the pt, and it advised to continue CPR. It stated unshockable rhythm. A pulse was now present as well as spontaneous respirations. The pt was reportedly talking and is fine. The pt was transferred to the local hosp. It was noted that the pt had a cardiac workup but it "showed nothing." The pt was discharged home. The initial reporter made the statement that she thought the "cause of this event may be related to the fluid removal." The rn also stated "the staff had tried to take the pt's blood pressure during this event but were unable and felt the pt became hypotensive and may have arrested from it."